Manufacturer narrative:
The reported complaint was confirmed. Per the srt, the damaged threads created an improper seal which was causing the leak that was found upon inspection of the o2 sensor block. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that there was damaged threads on the new oxygen (o2) sensor block and o2 was leaking. There was no patient involvement.